Event description:
This customer reported that they could not see a lead ii waveform while in demand mode pacing. The involved pt died, but the customer has stated that the reported device behavior did not play a role in the pt outcome.

Manufacturer narrative:
(B)(4). This customer reported that they could not seen a lead ii waveform while in demand mode pacing. The involved pt died but the customer has stated that the reported device behavior did not play a role in the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.